Event description:
End user alleges as she was operating the motorized wheelchair on a grassy surface, without the use of a seat belt, she allegedly fell from the motorized wheelchair and fractured her femur.

Manufacturer narrative:
Unable to evaluate the motorized wheelchair at this time, however, evaluation is anticipated in the near future.